Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported from the analysis of the returned product excessive epoxy was observed. The adhesive connecting the needle and suture adhered to the patient's surgical site, and it had to be removed. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2026. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with six representative unopened samples was received for analysis. The product code w1770 is double armed. Upon initial inspection of the samples, no external damages were observed on the external packets. To evaluate the returned samples, the packets were opened and the closure channel inspected. The closure channel was consistent with expectations on all needles. However, one needle showed an excess of epoxy in the channel area. No epoxy-related anomalies were observed in the remaining needles. Based on the information currently available, excessive epoxy was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.